Event description:
The event is reported as: the device has a rough square finish to the tips. It was reported that the device was not used during a medical procedure or during treatment. No patient injury reported.

Manufacturer narrative:
The device sample is not available for evaluation. The results of the investigation are not available at the time of this report.